Event description:
It was reported that while the surgeon was using the drill bit and drilling the tip fractured. A second drill bit was used. There was no report of harm to patient or foreign body retained by the patient.

Manufacturer narrative:
(B)(4). G2: foreign: south africa. H6: component codes: mechanical (g04)- drill. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.